Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 247 mg/dl. The customer. The customer treated her blood glucose with a needle. The customer does not wish to do troubleshooting at this time, she will call back in order to do troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.